Event description:
During a routine wound vac change, the kci v.a.c. (Vacuum assisted closure) ats canister with gel was found to have white powder spilled throughout the device. The wound vac setting/alarm was checked for clamp settings or blockage. The isolyser bag inside the canister must have broken and the canister, according to the nurse, will not function with the powder inside. The faulty canister was replaced with a new canister with the isolyser bag still intact. Stock was checked for other canisters with isolyser bags that were leaking isolyser and four were found and removed for return to kci.